Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the distal left anterior descending (lad) artery. The ht turntrac guide wire (gw) was advanced to the target lesion followed by advancement of a 2.50x06mm nc trek neo balloon dilatation catheter (bdc). After inflating the balloon to 12 atmospheres (atm), upon attempting to withdraw the bdc, resistance was met and the devices were stuck together. The gw was unintentionally pulled out along with the bdc. After removal, an attempt was made to separate the balloon from the guidewire outside the anatomy, but it could not be detached. A versaturn gw was used to re-cross the lesion, and a new nc trek neo of the same size was opened and used for additional inflation. A 2.50x15mm xience stent was then deployed, completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that a coagulation of blood/contrast on the guide wire resulted in the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.